Event description:
Half of tampon stuck inside - vagina [foreign body in reproductive tract]. Tampon broke. String broke [device breakage]. Tampon broke when she took it out [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.